Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery. The customer's blood glucose level at the time of incident was 507mg/dl. The customer's levels had been as high as 640mg/dl. The customer treated the highs with manual injections. The customer states they had changed out their infusion sets multiple times. The customer states the alarm was resolved by complete set and reservoir change. The customer declined to troubleshoot for the highs and states they would be speaking with their healthcare provider. The customer wad advised of possible occlusion. The customer wad advised to monitor the device.